Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® volbella¿ in the lips, superior lips, and periorbital low papacy. Six months later, there was an "inflammatory reaction" of "possible granulomas at the injection sites". No diagnostic testing was conducted to confirm presence of granuloma. Treatment was noted a prednisone 30mg. Symptoms have not resolved.